Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first began on (B)(6) 2017 at 3:15pm. The patient manages her diabetes using pills, diet and/or exercise and denied making any change to her usual routine in response to the reported issue. The patient claimed to experience symptoms of ¿heart palpitations, inability to speak and slurring words¿ an unspecified amount of time after the alleged issue began, and was reportedly rushed to hospital via ambulance where her blood sugar was measured using an emergency services meter with a result of 65mg/dl. The patient stated that no treatment was received at the hospital, the doctor advised she continue with her usual medications, and maintain her diet. The patient stated that her blood glucose was measured using a laboratory device with a result of 29mg/dl. No specific results were provided from the subject device, only that it was ¿reading off by 30 points¿. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. Additionally, the patient stated she had experienced a "heart attack" on (B)(6) 2017 and was unsure if this was related to the subject device or "not eating enough". At the time of troubleshooting, the csr determined that the test strips were stored correctly and within expiry but was unable to confirm if the meter was set with the correct unit of measure, the time difference between the test results or if the patient¿s testing procedure was correct. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.